Event description:
On (B)(6) 2013 product analysis was completed on a lead that had been explanted due to an infection (reported on MFR. Report # 1644487-2013-01590). Abraded openings were noted on the outer and the inner silicone tubing. Scanning electron microscopy images of the negative coil shows that the coil was most likely cut using some type electro-cautery tool as indicated by the fused coil wires in one of the coil ends. This was most likely caused during the explant procedure. One strand of the negative coil appears to have been torn. The negative coil shows appearance indicating that pitting or electro-etching conditions occurred at torn strand and at the break past the electrode bifurcation. The lead assembly has remnants of what appear to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the cut ends of the returned lead portions. Other than the mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Review of the lead device history records confirmed all quality tests for the lead were passed prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.